Event description:
A sagittal saw attachment was sent for eval because it got hot during a procedure and caused a burn lesion on the pt's shoulder. It was a grade one burn and it was treated with a heating cream like biafine. Scaring is expected.

Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and evaluated.